Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a partial display. Customer stated the she required clip replacement because it was broke. Customer also stated insulin pump was acting weird and she could not connect to sensor. Customer stated she woke up and noticed there was lines going on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.